Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, after this device was obtained to replace the device as previously reported in MFR #9615050-2013-00959 an unspecified channel of the device was being programmed to deliver an unspecified medication. No specific programming parameters were provided. During set up, the customer contact reported the device alarmed with a s409 (cassette loader error-pmc right) and the device could not be programmed. The device was removed from clinical use. Therapy was resumed using replacement device. On (B)(6) 2013, at approx 0200 it was reported the pt expired. The cause of death was unspecified; however, the customer contact reported the device did not contribute to the pt's death. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is rec'd, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.